Event description:
Additional information indicated that nothing was left in the intrathecal space. The patient was doing well.

Event description:
The catheter was kinked just distal from the anchor. The catheter was replaced. The patient¿s status at the time of the report was alive with no injury. The patient¿s outcome was not provided. The cause of the kink and the patient¿s outcome were requested. The pump contained dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4).